Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years later, the patient complained of abdominal pain. The pain was severe, was in the mid abdomen, but radiated to the left shoulder. A computed tomography of abdomen and pelvis was performed for abdominal pain on the same day. The study showed that there was an inferior vena cava filter present at the level of the renal arteries. After seven months, an x-ray of lumbar spine was performed for lower back pain. The study showed that an inferior vena cava filter was seen. After eight months, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation and pain. The study showed that an inferior vena cava filter was placed. The inferior vena cava filter upper portion was at the insertion of the left renal vein and the body of the filter was at the insertion of the right renal vein. Also, the filter demonstrated a slight tilt to the left. The study also showed that the feet of the filter demonstrated protrusion through the inferior vena cava lumen and these protruded into the retroperitoneal space into the retroperitoneal fat without contract to any major structures. There was, however, multiple tines of the filter which protruded into the proximal portion of the right renal vein due to its more superior location. Also, this filter was at the renal arteries and not technically infrarenal. After five months, through the right internal jugular vein approach, the bard retrievable inferior vena cava filter was removed. The right internal jugular vein was accessed and was secured with a 5-french sheath. An inferior vena cavogram was performed which demonstrated normal course and caliber of the inferior vena cava and a normal appearance of the renal veins with the inferior vena cava filter was in satisfactory position. Then a snare device was deployed over the filter hook and the snare catheter was advanced over the filter. Repeated venogram confirmed satisfactory removal and the inferior vena cava remained intact. Post retrieval study showed successful snaring and removal of the temporary inferior vena cava filter without complication utilizing ultrasound and fluoroscopic guidance. A computed tomography was also performed post filter retrieval which showed the inferior vena cava appeared intact with no evidence of inferior vena cava perforation and the vascular structures were intact. After four days, a pathology report was provided regarding the gross diagnosis of explanted inferior vena cava filter. The report described a fresh blue metallic foreign object was received with one end of the object showed a solid blue metallic piece with eccentric hook and the opposite end of the object showed 12 relatively evenly spaced fine metallic wire strands. Also, the 6 outer slightly curved strands measured 3 cm in length x less than 0.1 cm in diameter and the 6 longer intermediate inner strands are 3.7 cm in length x less than 0.1 cm in diameter and showed distal curved tips. The object showed a small amount of scattered adherent fine red hemorrhagic material, and the object was consistent with inferior vena cava filter. Also, there were no grossly identifiable manufacturer name, insignias or lot number identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed ivc filter with superior extent at l1 and inferior extent at l2-l3 disc space. And also, a total of six prongs have perforated the ivc with a maximum distance of 11mm. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed ivc filter with superior extent at l1 and inferior extent at l2-l3 disc space. And also, a total of six prongs have perforated the ivc with a maximum distance of 11mm. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.